Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. A 4.5f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, a 2.0mmx30mmx143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.